Event description:
It was reported that (B)(6) 2012, a male pt underwent an MRI examination on the magnetom avanto system. One month later, the pt returned to the facility for a follow up MRI examination. At the follow-up examination, the pt stated that he had received burns on both thighs during the prior scan. According to the provided information, during the initial scan, the pt was wearing a hospital gown and was placed feet first supine into the magnet. A positioning aid was placed between the pt's feet to prevent movement but due to pt's size his upper thighs were touching. Two body matrix coils were used to cover the thighs. The exam was completed successfully; the pt did not use the squeeze ball or intercom to alert the operator of discomfort. According to the pt, the appearance of skin redness and blistering occurred after he returned home after the MRI scan. The burns were small, less than a quarter in size. Allegedly the burns were treated at the same facility by dr (B)(6) and her team without recognizing the relationship to the MRI scan. The burns are healing and one month after the initial MRI scan only small residual scabs remain. The pt is being treated for concurrent cellulitis with IV antibiotics, which makes it hard for health professionals to determine the severity of the burns (it is assumed that the pt suffered second to third degree burns) or for how long skin redness and blistering persisted. The reported event occurred in (B)(6).

Manufacturer narrative:
The reported unit was checked by siemens local service for proper function. The system is working according to specifications. There is no record of the system being down in past months. Blisters between thighs are indicative of an rf loop, which is described in the operating instructions. The investigation is on-going. This report was submitted (B)(4) 2013. Customer's address: (B)(6).